Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The patient reported that they had a procedure done on (B)(6) 2021 for a brain aneurysm, after which an angio seal device was used. Per the patient, the angio-seal failed to stop the bleeding. Nurses had to apply a lot of pressure to stop bleeding. Patient bled internally into groin/belly. The patient was told could have had stroke. Patient had a ''strap'' around her hip to apply pressure since manual pressure failed. Once the bleeding stopped, the patient was in a lot of pain, so she had CT scan to determine if internal bleeding was still present. It was determined active bleeding had stopped however, there was some leftover blood. The patient is suffering from swollen hips and groin due to bruising from all pressure applied and they can barely walk. The patient will have another procedure before the end of the year. The patient is in stable condition. The procedure outcome was successful. The estimated blood loss was less than 250cc. Additional information was received on 29sept2021. Per the patient a neuro doctor performed the coil treatment, and as far as she knows he placed the angio-seal device. His office is in the hospital and called the neurosciences center. Regarding the bleeding: patient stated the bleeding did not start until eight hours after the angio-seal device was placed, however was still the same day. The bleeding was all internal, and she stated she is not sure what the volume was. She stated she felt it bleeding into her stomach. She felt pain in her stomach, and she stated the nurses were on it. They applied pressure and kept applying pressure to stop the bleeding. She stated there was a team of four nurse. The patient stated she was told to take the following two medications for one week prior to her coiling procedure. Plavix once a day (she believes it was 75 mg), and regular aspirin once a day (325mg).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings related to the reported event. The complaint could be confirmed for the alleged failure. Since it was stated in the allegation that "patient bled internally into groin/belly." It is very likely that there is a possibility of a high stick or a double wall puncture. The likely cause leading to the alleged adverse event could be could be due to not following the recommendations in the IFU. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.